Event description:
It was reported that intermittent undersensing of vf was observed. The patient eventually received appropriate, but delayed hv therapy. The amplitude of the fibrillation wave preceding the undersensed fibrillation wave and a threshold start and decay delay suggestion could not be provided because the sense amp channel was not turned on. Programming changes were made that resolved the undersensing and the patient continued to be monitored.

Manufacturer narrative:
(B)(4).